Event description:
During a primary stent case, involving the left iliac (contrary to IFU) that was highly calcified, the omnilink 9x38 was advanced to the lesion and resistance was felt. The stent then dislodged; however, it was successfully deployed partially covering the lesion. Another omnilink 9x18 was then advanced distally through the previously implanted stent to completely cover the lesion; however, it dislodged and was also successfully deployed covering the rest of the lesion, but was also partially in an unintended site. Reportedly, there was no patient effects.